Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope would not produce an image. The event occurred during preparation for us for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope would not produce an image. The event occurred during preparation for us for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the video cable is broken and therefore the image is not displayed and the outer tube has a dent. Additionally, the odu plug (video cable) of the video cable section has corrosion. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.